Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer declined to further troubleshoot with tandem technical support and planned to continue using the existing cartridge. There was no adverse impact to the customer¿s blood glucose level.